Event description:
It was reported by service report that the fowler was bent and would not lower and the jack was drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler weldment.